Event description:
A pt emailed resmed alleging the masks cause permanent facial problems.

Manufacturer narrative:
The pt did not divulge which particular mask they were using nor was a mask returned to resmed. Resmed has attempted to contact the pt in order to acquire further info. There was no further response from the pt, therefore resmed is unable to verify complaint. Based on the medical opinion from resmed's chief medical officer, we do not think that use of our masks leads to premature wrinkles and creases.